Event description:
It was reported to philips that the allura device would stop when rotating. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that when c-arm move in prop direction it was stopping suddenly and shakes. Review of the system log file showed geometry errors. Fse analyse the system and fse identified that the issue is occurring due to defect in mvr high power board. Fse replace the replace s pc8 current control panel. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.